Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported a hospitalization due to low blood glucose levels about a year ago. She stated customer was going low, around the 30s, so 911 was called. While the ambulance was on its way, customer was treated with glucose tablets, orange juice, and peanut butter crackers. By the time the ambulance arrived, customer did not require medical treatment because his blood glucose had risen to a stable level and he was feeling better. Customer's current blood glucose level was 193 mg/dl.